Event description:
An ortho summit processor (osp) user reported a burning smell after the wash module tubing came off and wash buffer ran under the wash station. No death or serious injury was associated with this incident.